Event description:
It was reported by the rep that (1) eh40 was used during a colectomy. It was reported by the rep that the kieth needle would not slide smoothly thru reusable purse string device. The case was completed by hand sutured. There was no consequence to pt.